Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
A right heart catheterization was performed to confirm the validity of the pressure sensor readings. The sensor was recalibrated, and the mean was increased by 8.9 mmhg. Readings were observed under the manufacturer's patient care network database. It was also reported that the patient was hospitalized for being fluid overloaded and experiencing dyspnea caused by inaccurate readings being sent by the cardiomems system. Pending follow up with clinic.

Event description:
After the cardiomems sensor was recalibrated, the site feels that the readings are accurate and are actively being used to monitor the patient. The issue has been resolved. The patient was discharged home and stable.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. Per the IFU, right heart catheterization is required for system baseline (mean pressure) calibration and may be needed to recalibrate the baseline (mean pressure) in order to continue to use the system. A review of the device history record was performed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.